Event description:
It was reported that there was a thermal event for the smell of burning.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: burning smell. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The failure mode will be monitored for future reoccurrence. H3 other text: 81.

Event description:
It was reported that there was a thermal event for the smell of burning.